Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted and the no delivery alarm functioning properly. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that high blood glucose of 594 mg/dl was experienced and would like to troubleshoot pump to see if it is working properly. Troubleshooting found that upon removal, the cannula was bent thus limiting insulin into the body. It was also found that no delivery and low battery alarms were received and everything else appeared to be fine and functional. Customer was advised to follow up with doctor regarding high blood glucose and to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was also advised to call back if any further issues relating to the pump.